Event description:
Information received by medtronic indicated that the patient showed symptoms of bronchial constriction after the cryoablation procedure. Patient was treated with steroids and bronchodilators with improvement; no hospitalization.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notice messages or issues for the date of case. Bin files show that at least 25 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.